Event description:
As reported by the (B)(4) study, restenosis in the smart stent and stenosis at a non-target lesion were found approximately 11 months post index procedure. The patient underwent a revascularization by plain old balloon angioplasty (poba) and surgical operation. The patient partially recovered approximately one month later. The patient had a 7x150mm smart stent implanted in the proximal portion of the left superficial femoral artery (sfa) without any issue at the time of the index procedure. The lesion was mildly calcified and tortuous. The rate of stenosis was 100%.

Manufacturer narrative:
Additional information as provided by the affiliate. One smart stent was implanted at the time of the index procedure. There was good wall apposition of the stent. There was no disease distal to the stent. There was no indication of vessel dissection. It is unknown if the stent was post-dilated. The rate of restenosis (%) is unknown. The restenosis was found in the stent. Poba was performed as treatment for the restenosis. The patient is currently in stable condition. The patient¿s admitting diagnosis was sfa stenosis. The patient¿s medical regimen included aspirin and clopidogrel. The patient was compliant with antiplatelet therapy. No further information is available. Complaint conclusion: as reported by the (B)(4) study, in-stent restenosis (% unknown) in the smart stent was found approximately 11 months post index procedure. The (B)(6) male patient underwent a revascularization by plain old balloon angioplasty (poba) and surgical operation. The patient partially recovered approximately one month later. The patient is currently in stable condition. The patient had a 7x150mm smart stent implanted in the proximal portion of the left superficial femoral artery (sfa) without any issue at the time of the index procedure. The lesion was mildly calcified and tortuous. The rate of stenosis was 100%. One smart stent was implanted at the time of the index procedure. There was good wall apposition of the stent. There was no disease distal to the stent. There was no indication of vessel dissection. The rate of restenosis (%) is unknown. The patient is currently in stable condition. The patient¿s admitting diagnosis was sfa stenosis. The patient was compliant with antiplatelet therapy. No further information is available. The complaint product was not returned for analysis as the device remains implanted. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. In-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Manufacturer narrative:
This is one of two regulatory reports associated with the patient and are associated manufacturer report numbers: 9616099-2014-00652 & 9616099-2014-00653. (B)(4). (B)(6).